Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Three devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Two devices were evaluated in the field and the issue was confirmed; one device had loose components and the other had bent components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the cot dropped. There were 3 instances with patient involvement; however, there were no reported adverse consequences or clinically significant delays in treatment.